Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent buttons, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Event description:
It was reported the keypad on the insulin pump were not functioning correctly. The down and the bolus buttons are not functioning. Customer's blood glucose was unknown. No further information reported.